Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during review of outpatient labwork the patients hemoglobin (hgb) was 7.1 g/dl and they were found to have dark tarry stool along with fatigue. The vad parameters were found to be within normal limits; however, an upper and push endoscopy were performed and 3 units packed red blood cells (prbc) were administered to the patient. No findings were determined and all anticoagulation were stopped for the procedures. No additional bleeding had been reported and the original source of bleeding was not determined.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.